Event description:
It was reported that the customer received the rtc problem alarm, the general unexpected restart alarm and the program safety alarm on the insulin pump. The customer's insulin pump passed the self test. The customer's blood glucose was 10.1 mmol/l. Advised customer to monitor the insulin pump, blood glucose and call back if further assistance was needed. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with the program safety error alarm after a battery change due to a leaky capacitor on the mother board as well as memory lost due to the program safety error anomaly. There were no unforeseen unexpected restart error alarms or rtc problem error alarms noted during testing. The insulin pump had a minor scratched overlay on the case.